Manufacturer narrative:
An event regarding pain involving a citation stem was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Attached product recall verification response confirmed that reported product was not part of the recall. Further information such as return of device, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient stated that she is in constant pain and the left side goes numb. She has pain and swelling in the lower part of her back making it hard to sit and walk.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient stated that she is in constant pain and the left side goes numb. She has pain and swelling in the lower part of her back making it hard to sit and walk.